Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer stated that the insulin pump had unresponsive buttons and some stick had to be pushed several times. Customer also reported that changing batteries was erasing settings, rewind was taking longer and false and unexplained no delivery alarms. The insulin pump will be returned for analysis.